Event description:
Patient reported to have sleep apnea and was referred for device replacement. Further information was received that the physician felt that the current vns may adversely affect the patient's obstructive sleep apnea. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. It was noted that after the device was programmed and diagnostics were performed the impedance was ok. The surgeon noted that there was a crack in the lead, but that since the impedance was ok the surgeon did not replace the lead. The reported cracked lead is captured in MFR. Report # 1644487-2019-01470. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
Corrected data, initial report: implant date inadvertently listed incorrectly.

Event description:
Further information was received from the physician that the cause of the sleep apnea was unknown. The physician indicated that the patient was diagnosed with obstructive sleep apnea years ago. No other relevant information has been received to date.